Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. : devices not received, log review only. The customer's complaint of an overinfusion of heparin was confirmed. Review of the associated pcu event showed that the heparin infusion was initially programmed for 20,000 units in 500 mls. At 9:46am on (B)(6) 2014 the infusion was reprogrammed using the custom concentration option with a concentration of 2,000 units/500 mls entered. This had little effect on the infusion at this point because the user manually programmed the rate to 60.2 ml/hr instead of entering a dose and letting the device calculate the rate. The infusion then continued until 2:48am on (B)(6) 2014 when the user changed the dose to 33.95 unit/kg/hr. Due to the error in the concentration, the calculated rate was 682.4 ml/hr. The infusion ran at this rate until 4:17 am when it was programmed to the original concentration of 20,000 units/500 mls and subsequently turned off. The log review indicated that the user programmed a custom concentration for heparin of 2,000 units/500 ml instead of the intended concentration of 20,000 units/500 ml. This 10x error in concentration led to a 10x error in the calculated flow rate for the programmed dose. The root cause of the reported overinfusion of heparin was user programming.

Event description:
Customer reported an over infusion of heparin. 500 ml infused within 1 hour. No patient harm or medical intervention was reported. Although requested, no additional information was provided. Manufacturer's report number: 2016493-2014-00403.